Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the newly implanted patient was upset because they are still leaking. The patient stated that they can¿t pass gas and their stomach is blowing up. The patient reported having sticky fluid leaking from a stitch. The patient stated their doctor told them to take duphalac to help the stomach bloating. The patient stated they can only feel stimulation on program 1. Additional information was received regarding the patient who reported that program 4 was hurting and on this program the patient could not "pee or do anything." The patient stated that program 1 was going good but the patient had problems the last couple days with connecting in that it would not connect and then it would not connect. The patient was connected at the time of the call. The patient reported still having stitches where the device is and the patient was to the point of having to push pee out. The patient stated that the trial was wonderful, but the implant was not helping. The patient saw their healthcare provider (hcp) last friday and their hcp changed the patient program and the patient started urinating more, clarified to five times per day verses two times per day. In the last four days the patient reported that it was "slacking up" so the patient increased stimulation. The patient stated that there is some swelling and that the can feel a pocket of fluid. Additionally the patient again reported previously reported issue of being unable to pass gas. According to the patient they were not able to urinate from the beginning and friday morning the patient could only provide a couple drops of urine in the office. Furthermore when the incision location was stretched some fluid came out of the incision and the fluid was described as "sticky drainage." The patient hcp told the patient that it is looking "like it should look," but the patient stated that she has had methicillin-resistant staphylococcus aureus (mrsa) as well as "staph" and was very susceptible. The patient also reported three knee replacements, but these along with the mrsa and staph infections appeared to have occurred prior to the implant. The patient finally reported that since implant they have experienced being sick with a fever and vomiting for the last two weeks. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.